Manufacturer narrative:
Initial reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Physician reported "blush discoloration on the side of the breast and the shape has changed a little bit" and "broken" via ultrasound (us) and magnetic resonance imaging (MRI). The device remains implanted.

Event description:
The device has been explanted.